Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap. Sigmoid procedure, the eea28 was fired. The surgeon reported less resistance during firing, and a strange noise. The anastomosis was open and reportedly the instrument may have been released twice. A second mobilization and second anastomosis had to be made. There was an extension of surgical time by more than 30 minutes. There was no blood loss, no extension of incision, no change of op; no tacks fell in, no reinforcement material used. There was unanticipated tissue loss and tissue damage as a deeper anastomosis had to be made. The damage was irreversible. Patient is well now.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A microscope examination of the device displayed nicks on the knife blade and the safety was observed to be broken. In addition, a shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. Replication of the observed secondary, unrelated to the reported condition safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.